Event description:
A review of the article reported the following adverse event. Nine patients underwent conversions to sternotomy due to bleeding issues, complex mitral valve pathology, inability to tolerate single lung ventilation, restricted access through minithoracotomy, and intraoperative ischemia.

Manufacturer narrative:
Section a3a- patient gender represents the majority of the patients in the robotic group. Section d: the procedures in the article were performed on both da vinci xi and s systems. There was no differentiation provided regarding which system was used per procedure. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): small cuts, big questions: the impact of incision length in robotic cardiac surgery 10.3389/fcvm.2025.1575779 rubino-2025-small cuts, big questions_ the imp.pdf. Https://doi.org/10.3389/fcvm.2025.1575779.